Event description:
It was reported that during percutaneous coronary intervention, balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous proximal end of left anterior descending artery. A 12mm x 3.00mm nc quantum apex balloon catheter was advanced and the balloon was inflated but it ruptured on the first inflation at 14 atmospheres. No kink prior to use was noted and no resistance was encountered during the procedure. The device was removed intact. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: under 18 years. (B)(4). Device evaluated by manufacturer: the nc quantum apex catheter was received inside a carrier tube (hoop). Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 1mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).